Event description:
It was reported that the keypad button presses did not activate desired pump functions. The down arrow keypad button not responding when pressed. It was also reported that when the ok or arrow button is pressed, the screen continues to scroll on its own, however; the keypad is still intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appears to be intact with no lifting or peeling observed, the up, down and ok keypad buttons are intermittently responding, it was observed that the key contacts of these buttons (up, down and ok) become inverted when pressed and do not always spring back.